Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. The event date is an approximation. On (B)(6) 2025, it was reported that the patient began sweating and was incoherent after the sensor was put on the abdomen. The cgm receiver and mobile were showing "elevated readings," although the spouse could not specify the exact egv. No fingerstick test had been performed at that time, and there was no medication available at home. The spouse called an ambulance. Emergency medical services (ems) checked the bg, which was lower than the cgm reading, though both values were unspecified as the spouse could not recall them. Orange juice was given to the patient, and after a while, the bg began to rise. The cgm sensor was not removed, and the patient continued using it. Ems stayed for approximately 30 minutes before departing. The spouse reported that the patient was feeling much better. No further medical assistance or hospital care was sought. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.